Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The customer wiped the insertion section. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera gastrointestinal videoscope had adhesive adhered to the curved rubber. The issue was found during a diagnostic procedure and it was completed with the same device. Inspection and testing of the returned device found that the bending section rubber had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device. The universal cord had a wrinkle and the forceps channel was shaved. The paint on the scope cylinder and air/water cylinder was peeled. The electrical connector had discoloration due to water leakage and the adhesive on the bending section rubber had a chip. The image had a partial dark area due to a scratch on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.